Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-jan-2018 a field service engineer (fse) decontaminated the substrate system, ran 15% bleach solution, then di water, and rinsed with 70% alcohol; the customer was using 100% alcohol. The fse instructed the customer to use 70% alcohol. The fse replaced the substrate syringe and primed with 70% the substrate solution. The fse then proceeded to run qc, which recovered within acceptable range. The aia-900 was performing within specifications; no further action required. A complaint history review and service history review for similar complaints for the aia-900, serial number (B)(4), was performed from 08-dec-2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The st aia-pack psa assay application manual under page 10 states the following: expected values each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Results from the st aia-pack pa assay should not be interpreted as being definitive for the presence or absence of prostate cancer. Patients with levels of psa within the reference interval found in apparently healthy subjects may have prostate cancer; patients with levels exceeding those in the reference interval may be prostate cancer free. Results from the st aia-pack pa should be interpreted in the light of other clinical findings and diagnostic procedures such as dre. Biopsy of the prostate is currently the medically accepted standard used to confirm the presence/absence of prostate cancer. The most probable cause of the reported event was due to the substrate syringe.

Event description:
On (B)(6) 2018 a customer reported higher than expected prostate specific antigen (psa) patient results with the aia-900 instrument. The patient results were questioned by the ordering physician and repeated. The customer reported that quality controls (qc) were within acceptable range. (B)(6). The customer reported that the aia-900 instrument was recalibrated with the same lot of calibrators and patient samples were repeated, which obtained lower results. Qc values were the same. The aia-900 had the same wash solution, diluent solution, and substrate solution. There was no indication of any impact to patient management or adverse health consequences as a result of this event.